Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, no damage or deformity can be identified within the photo. The stopper is provided by an external supplier. Incoming inspections are performed according to procedure, including verification the stoppers are complete and not deformed. A device history review was performed for the reported lot 2404091, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of lot 2404091 were used for additional evaluation. All product was inspected, no damage or other defects was identified within any of the stoppers. Based on the available information, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Rubber stopper on the plunger is uneven, drug residue remains in the syringe. Dosage is not correct. Morphine administration not possible due to the amount remaining in the syringe. When did the incident occur? During use.